Event description:
The event involved a 8" (20cm) appx 1.0ml ext set w/clave®, clamp, rotating luer where it was reported there was air in line, and was concerned with bubbles accumulating in the intravenous (IV) tubing. The reporter stated that the fluids run in this order; primary plum set then, extension set. The extension set was hooked up below the pump into the primary tubing. Infusate infusing was starter total parenteral nutrition (tpn) with d10w base at 7cc/hr, hung on (B)(6) 2022 at 1515 and was discovered on (B)(6) 2022 at 1425. The infusion came from the pharmacy, cold prior to hanging. Access point was central umbilical catheter 5f single lumen. Tubing was laying in isolette next to patient. The plum infusion pump was not sequestered but the IV tubing was immediately replaced. Once physician was notified the central line was pulled and a peripheral intravehous (piv) started with new strung fluids and tubing. The pump did not trigger any alarm; the bubbles were found closer to the patient inside the smaller extension set with clave. There was no other air noticed in line or cassette. All connections were checked, the line was back primed to remove the bubbles, and they reaccumulated. There was patient involvement, however no report of patient harm.

Manufacturer narrative:
Received one used. List #b9060, 8" (20cm) appx 1.0ml ext set w/clave¿, clamp, rotating luer; lot #unknown and one photo showing bubbles inside the tubing. The complaint of air in line can be confirmed based on the photos returned. However. The complaint of air in line could not be replicated. Received one photo showing bubbles inside the tubing. The returned b9060 and mating device were primed and leak tested per product specification. There were no leaks observed. Next a test infusion was performed. There were no air in line alarms and no are bubbles observed. The probable cause of the air bubble in the line observed in the photo is unknown. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.